Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a bent cannula. The customer also reported that their blood glucose level was over 600 mg/dl. It would not register on the meter. They treated their high blood glucose with the insulin pump. The customer¿s current blood glucose level was 171 mg/dl. Troubleshooting was performed on the insulin pump. The device will not be returned for analysis.